Event description:
It was reported that the device gave expected gave a wide range of longevity estimates and varying battery impedance. The longevity was estimated at 5 months when the previous follow up 3 months earlier gave longevity of 14 months. The patient was brought back a couple weeks later and estimated longevity was 8 months. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. The save to disk analysis had a finding with the the diagnostics data/data collection. Also, the returned device was found to have normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.